Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 440 mg/dl on (B)(6) 2018 at 5:24 pm. Customer did not mention symptom. Blood glucose value when admitted to hospital was 440 mg/dl. Customer blood glucose reading for time of the incident was 454 was unknown. Customer current blood glucose reading was unknown. Customer did not mention if the insulin pump system was using within 48 hours of reported high blood glucose reading event. Customer was treated with insulin pump. The names of (B)(6) hospital. The reporter name is (B)(6) (nurse). The reporter phone number is (B)(6). Customer did not perform carelink upload. Customer had diabetic ketoacidosis . Air bubbles or leak was not mentioned. The drive support condition was not mentioned. Customer did not perform hp test. Products will not be returning for analysis.